Manufacturer narrative:
H4: the lot was manufactured from march 3, 2020 - march 4, 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which revealed traces of silicone oil located on the interior wall of the housing. Silicone oil is used during the manufacturing process to ensure a pliable expansion/contraction to the device bladder. Occasionally, silicone oil can drip on the interior wall of the housing; this condition is cosmetic and has no impact on the functionality nor safety of the product. Therefore, the returned product met product specification and there was no product non-conformance. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small amount of liquid was present in the housing of 3 small volume folfusors. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.